Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the fluoroscopic functions board, adjusted the power supply, reseated the boards and connectors and reloaded the flash. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a communication error, had a high capacity disk failure and had trouble booting up. No pt injury was reported.